Manufacturer narrative:
The field service representative found a twisted rinse tubing not providing proper vacuum and rinse fluids. He untwisted the rinse tubing, checked probe adjustments and rinse levels. The qc recovery gave no indication for a performance issue of the reagent or instrument. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter received a questionable hemoglobin a1c result for one patient from the cobas c513 analyzer. The initial result was 10.7% and was reported outside of the laboratory. The doctor did not believe the result and the sample was repeated with a result of 7.4%. From a new sample from the patient, the results were 7.2% and 8.8%. Both samples were repeated with a result of 7.1%. The reagent lot number was 40126101 with an expiration date of 31-aug-2020.